Event description:
It was reported that there was error code 46822 indicating a system fault during testing.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿there was lec 46822¿ was confirmed through pump power up test. The probable cause was clock battery defective, and the printed wiring assembly board was replaced to correct the problem. Nothing related to complaint was found in the event log/alarm history review. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.